Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error or open book image alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image alarm.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Insulin pump had water under screen. Customer¿s blood glucose level was 273 mg/dl. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.